Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty module controller. A field service engineer, replaced full height module controller and configured it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station was offline. The customer stated that there was a delay in providing the patient with medication because the user needed to obtain the medications from pharmacy. There were no adverse events or injuries reported based on this incident.